Event description:
The service report shows that while the customer support engineer (cse) was performing a routine preventative maintenance service, he noted that the alarm wire had been cut. The cse replaced the utility harness containing the alarm wires. It remains unk how the wires had become severed. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.